Event description:
It was reported that, during a shoulder repair surgery, the anchor of a twinfix ultra was broken. It is yet unknown whether there was a back-up device to complete the intended procedure, which was finished with no significant delay time. No patient injuries have been disclosed.

Manufacturer narrative:
One (B)(4) 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: ¿¿during a shoulder repair surgery, the anchor of a twinfix ultra was broken.¿ visual inspection shows that the anchor has been fractured from torque/force. The damage extended to the insertion tip. The fork tines are also bent. These conditions are consistent with excessive force applied and off axis alignment. In addition, a 3.8 tapered awl is the recommended prep instrument for normal bone. Report identified a ¿4.5 driller¿ as the prep method. Establishing and maintaining axial alignment of the suture anchor with the prepared insertion site is necessary for successful implanting.